Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. We checked the returned unit and confirmed that the objective lens was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the objective lens. In addition, we confirmed that the distal body broken, the lcb distal cover glass broken, the light guide cable buckled, the suction channel buckled, the angle wire play, the objective gluing missing, the air/water channel dirty, the bending rubber worn out, the insertion flexible tube (ift) worn out, the root brace rubber flared, and the lg root brace rubber flared; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(objective lens broken).